Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. It was reported there were black dots and broken or damaged pieces. To aid in the investigation, three photos were provided for evaluation by our quality team. Two of the photos show embedded degraded resin the in the product and the third photo shows a damaged part. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 301033, lot number 1215050. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The frequency of inspections were increased to help mitigate this defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. Molding process. The embedded degraded resin occurs at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the system of the tooling mold and press. The degraded resin can break loose and be molded into components. The inspection frequency was increased to mitigate these escapes.

Event description:
It was reported while using bd syringe luer-lok¿ 30 ml bulk pack luer lock tip foreign matter was found in 285 different syringes. The following information was provided by the initial reporter: material no: 301033 batch no: 1215050  it was reported by the consumer 285 black dots  verbatim: black dots: 285 pieces.